Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported after the use of an all suture iconix anchor an MRI scan indicated a metal like substance in the anchor space.

Manufacturer narrative:
Gtin: (B)(4). The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: signal came up on the MRI scan indicating a metal like substance in the anchor space probable root cause: design - guide mouth or shaft too weak, guide shaft material weak, guide windows too large. Process - guide manufactured out of specification, application, excessive force on guide.

Event description:
It was reported after the use of an all suture iconix anchor an MRI scan indicated a metal like substance in the anchor space.